Event description:
According to the reporter, during the lobectomy, while firing vascular loads, stapling proceeded without any issues and was considered safe. However, when the surgeon switched to a black reload for the bronchus, the reload initiated the firing sequence but stopped almost immediately, releasing open staples but did not staple the tissue, and the knife did not advance. Afterwards, the surgeon opened a manual stapler and fired another black reload from the same batch without any issues. Medtronic's initial evaluation of the incident found that the reload has pushers deployed up to 3cm cut line. The reload had partially deployed staples distal to the exposed pushers.

Manufacturer narrative:
D10 concomitant products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot # n5a1571y) sigphandle, sig power sigphandle handle (serial # (B)(6) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.